Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis #: (B)(4). Mozarc performed an evaluation of one palindrome catheter kit. A visual inspection of the returned device revealed that the catheter included in the kit was the incorrect size (28cm instead of 23cm). This was a result of a manufacturing activity, and a corrective action has been implemented to prevent this issue from reoccurring. The reported condition was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during visual inspection, the hospital found that the label on the outer package of the product was ¿8888145015¿, but the actual product in the package was not the size of 8888145015. The actual measured catheter length was 45 centimeters (cm), and the length of cuff tube's tip was 28 centimeters (cm) on which the catheter length was longer than usual. It was noted that the outer and inner packaging had no damaged, and the sterile barrier was still intact. It was also noted that one of the catheter was used by a patient (implanted in the patient's body), and the remaining two was not implanted. There were a total of 3 products. There was no blood transfusion required. There was no reported patient outcome.